Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported events. However, available information suggests procedural factors (movement of the sheath on delivery system during thv deployment) may have contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-02067.

Manufacturer narrative:
The investigation is underway. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-02067.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the implantation of a 23 mm sapien 3 valve in the aortic position via transfemoral approach inflation difficulty occurred. Only the distal end of the balloon inflated. This resulted in the valve being pushed closer to the sheath. The valve stent was stuck in the sheath and the valve embolized into the aorta. The valve was removed via surgical intervention and exchanged with a surgical heart valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.